Event description:
It was reported that during testing by the manufacturer service technician, the device was found to have missing component. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Correction: the report was filed in error. Device evaluation information clarified the component missing is unlikely to cause or contribute to a serious injury or death. There is no evidence to suggest filing is necessary. If additional information becomes available, the decision will be reassessed.

Event description:
It was reported that during testing by the manufacturer service technician, the device was found to have missing component. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.